Event description:
It was reported that during surgery, it was noticed that the package of one (1) meta-nail tibial 13mm x 37cm was left unsealed inside a sealed outer packaging. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
D4, h3, h4, h6: the associated packaging was returned and evaluated. The visual inspection revealed that the outer pouch was not completely sealed. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. However, a review made by the quality engineering team revealed that the reason for this issue was the omission of the heat seal operation of the outer pouch for this particular product, causing the product to lose its sterility. Thorough visual inspections should be carefully performed to identify this failure, which would reduce the risk of other orders being affected. Furthermore, according to the packaging sequence, the component should be carefully placed into the sleeve. Then, the sleeve will be sealed on the open end of pouch. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.